Manufacturer narrative:
A follow-up email was sent to the customer to obtain the status of the iabp unit. The cardiovascular technician advised that when he attempted to use the iabp unit, the home screen would not come up, and the "loading" icon just kept circling. The iabp then began to make a horrible high pitched squeaking noise that could only be stopped by turning the whole unit off again. The technician put in a work order with their in-house biomed department. The biomed evaluated the unit and stated that when he rebooted the console on his own he did not encounter the same issues and it started up as normal. However, the biomed stated that they have run into the same issue in the past but it seemed to be a random occurrence and they could not pinpoint the source of the problem or how to prevent it from happening again in the future.

Event description:
It was reported that, prior to use, the cardiosave intra-aortic balloon pump (iabp) would not boot to the home screen and emitted a constant alarm. The iabp was taken to the biomedical engineer for repair. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). Additional information has been requested. A supplemental report will be provided if and when received.

Event description:
It was reported that, prior to use, the cardiosave intra-aortic balloon pump (iabp) would not boot to the home screen and emitted a constant alarm. The iabp was taken to the biomedical engineer for repair. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue powering up correctly, during set-up. The screen displayed the loading symbol and never fully booted up to the home screen. After a couple of minutes it sounded off with a constant alarm tone. The iabp was taken to the biomedical engineer for repair. There was no patient involvement, or delay in patient care because another cardiosave was in the room, available for use. No adverse event was reported.